Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the ruby coil became stuck; therefore, the ruby coil and the microcatheter were removed. The procedure was completed using a non-penumbra coil and another microcatheter. There was no report of an adverse effect to the patient.